Manufacturer narrative:
The pk dissecting forceps instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the conductor wires were intact and undamaged, however, the drive cable was frayed. The pitch down cable was found to be frayed at the distal clevis hub. The frayed strands were sticking out at the wrist of the instrument. The other cables at the wrist were not damaged. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, a frayed pitch cable could likely cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
It was reported that during central processing, frayed wires at the distal end of the pk dissecting forceps instrument were identified. The instrument was not used on the patient after the reported issue was identified and there was no allegation of harm or injury to a patient.